Event description:
Reported that during the procedure, the guide wire separated. The separated portion of the guidewire was removed from the patient's anatomy inside the balloon catheter. Reportedly, there was no patient injury. No other information is available.